Event description:
On (B)(6) 2013, it was stated that this patient was referred to the surgeon to preclude a serious injury. On (B)(6) 2013, this vns patient complained of discomfort because the lead protrudes from her neck when she leans her head backwards. Follow-up showed that the pain began 1.5 years prior. The patient put on about 40 pounds then lost about 50 pounds in less than 1 year. Diagnostics were unchanged from the previous visit, but these were not provided. Surgery is likely but has not taken place.